Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the she had a low blood glucose event, the paramedics were not called. The blood glucose reading was 40 mg/dl. Customer called her friend to assist her. The current blood glucose reading is 175 mg/dl. Customer treated with insulin pump. During troubleshooting, the displacement test failed. Nothing further reported.